Event description:
It was reported that a clearlink system continu-flo solution set leaked at the lower y-site (clearlink). This was identified during infusion with total parenteral nutrition (tpn) and intralipid (il) solution via a peripherally inserted central catheter (PICC) line. The tubing was changed by the nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All the components were correctly placed and according to specifications. Pressure and clear passage under water testing was performed which revealed a leak from the gland of the second y-site clearlink; an autopsy was performed on the y-site and no defects were observed. Additional priming was performed on the set with sterile water and no issues were observed. The reported condition was verified. The cause of the condition is potentially due to a misalignment of the components during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.